Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced multiple occlusion alerts while using an inset infusion set with a reported blood glucose of 265 mg/dl. Insulin delivery resumed after a disconnect and drop check, and the issue ultimately resolving after a complete supply change following education on correct cartridge insertion, air removal, and infusion set placement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a reported lack of insulin effect prior to the supply change and insufficient information on any specific device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established.